Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e2. Additional information added to fields: h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: for both phenomena, it is surmised that the foreign material remained because the facility could not complete reprocessing properly before they sent the device to olympus. This, because of deformation of the scope connector, resulting in water leakage and reprocessing not properly being performed. The event can be detected and/or prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. As to the handling methods of the subject device, we checked the contents written in the instruction manual and found the following descriptions. Physical damage might be prevented by following the descriptions. [Warnings and cautions]. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the ultrasound gastrovideoscope exhibited foreign materials behind the forceps lever and in the balloon water tube from the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.